Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 1 of 2. Consumer reported that upon removal a tampon fell apart. Her husband assisted her in removing the pledget pieces from her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.